Event description:
(B)(4).

Event description:
On (B)(6) 2015 (B)(4) received a maude event report (mw5042676) from FDA involving a video duodenoscope model ed-3490tk/serial number (B)(4). It stated a user facility had reported that "after appropriate cleaning and high level disinfection routine culturing on the device elevator produced a positive results for carbapenem-resistant enterobacteriaceae (cre). This pt is at risk for potential exposure to the organism." On (B)(4) 2015 (B)(4) sent an e-mail to the facility for additional info. On (B)(6) 2015 the facility informed (B)(4) that it became aware of the positive culture results on (B)(6) 2015. Additionally, the facility advised that it immediately removed the scope from service, and 2 (two) patients who underwent procedures with the scope were identified. The event date for use of the scope on the pts was (B)(6) 2015. The pts were tested for cre and no pt tested positive. Therefore, the response from facility indicates there was no pt injury.